Event description:
It was reported that the user experienced frequent low glucose events while using the ilet system and, in response, began skipping meal announcements or selecting ¿less¿ because she believed the pump was delivering too much insulin when announcing meals; review of her practices indicated many announcements were made late when glucose was already elevated, followed by lows. Symptoms included hypoglycemia with a blood glucose reading of 67mg/dl which was treated with oral glucose. Outcomes included user education and assignment for additional training. Investigation included complaint handling, product-use review, and troubleshooting focused on meal announcement timing and dosing behavior. Investigation of this case revealed use-related factors related to late meal announcements and reduced meal entries, consistent with inappropriate user input leading to insulin dosing mismatch. It was concluded, based on previously established findings for similar reports, that the cause was use error due to delayed and modified meal announcements, with no device malfunction identified.